Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited noise, oversensing and pacing inhibition. No asystole was noted. It was reported that the patient had increased follow-ups until a revision procedure could be performed. It was believed that the lead had fractured. Subsequently, the patient underwent a revision procedure and this product was explanted and replaced. No additional adverse patient effects were reported.